Event description:
Philips received a complaint on the v60 ventilator indicating that the alternating current (ac) power cable had a resistance that was higher than permitted per the device's specification. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device and found that the device failed the electrical safety test due to a high resistance of the alternating current (ac) power cable. The bse replaced the ac power cable to resolve the issue. Following the part replacement the bse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.